Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Additionally, the customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the elevated bg level; however, multiple attempts were made by tandem¿s technical support (tts) to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tts did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.